Event description:
It was reported that the guidewire coating was displaced. An amplatz super stiff was selected for use. Upon opening the package, the physician noted that the coating on the guidewire was displaced and appeared different than what they had seen in the past. The procedure was completed using an alternate device. There were no patient complications as a result of this event.